Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time and date were incorrect; cause was not known. Customer's blood glucose level was 133 mg/dl. The customer continued to use the pump for insulin therapy.